Manufacturer narrative:
The investigation into the reported delivery issue has been completed since the original report was filed. No product was returned. The root cause of the delivery issue was most likely patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a (B)(6) female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the physician was unable to advance impella 5.5 pass the axillary artery. Additional attempts to advance alongside stiff "buddy" wire were also unsuccessful. The case was aborted. The patient is stable.